Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image showing. There were no reports of patient harm.

Event description:
It was reported that the camera head had no image showing. The issue was found prior to the procedure. A different camera was used to complete the procedure without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Also, device evaluation found a pixel fault. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely that a defective camera cable caused the no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.